Manufacturer narrative:
The cine-angiograms were received at acist and evaluated by the acist medical advisor. The evaluation summary is as follows: based on the information received by the user facility, it does not sound like the patient suffered any harm and the user describes "a few bubbles." However, per review of the provided angiogram, an air injection is not appreciated. On the images, there is some mixing of non-contrasted blood and contrast in the proximal vessel that could have been interpreted as air, but it is not. In summary, there is no visual evidence of an air injection, per review of the cine-angiograms. The cause of the event is inconclusive, although there was no evidence of device malfunction based on testing and evaluation of the cvi injection system. This report is closed.

Manufacturer narrative:
A DHR review was conducted for the acist bt2000 manifold kit, 21323p; and a2000 syringe kit, 14923e. There were no quality issues or deviations during the manufacturing of these lots. This report is closed.

Event description:
During a percutaneous coronary intervention (pci), at the beginning of the catheterization and at the middle of the catheterization, a few small air bubbles entered the patient's treated artery. As a result, the blood vessel was temporarily blocked, and the patient experienced chest pain, st segment elevation, abnormal heart rhythm, hypotension, evidence of myocardial infarction, and cardiac biomarker elevation.

Manufacturer narrative:
D4: the acist angiographic injection system, model cvi, system serial number (B)(6), was returned to acist on march 14, 2024. The injection system was functionally tested and met the pre-established specifications. There was no evidence of device malfunction related to the reported event. The consumables used during the event were discarded by the user facility. The following lot numbers were provided: bt2000 manifold kit, 21323p; a2000 syringe kit, 14923e; and at-p54 hand controller kit, not provided. The consumable device history will be provided in a follow-up report. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for use of the device. Per the acist cvi user's manual, the air column detect sensor is designed to aid the user in the detection of air columns in the injection line, but it is not designed to replace the vigilance and care required of the operator in visually inspecting for air and clearing air from the entire patient kit and angiographic catheter. The air column detect mechanism is to be used in conjunction with and to complement the user's other procedures for preventing air injections. The cine-angiograms taken during the event have been requested for evaluation, but have not been returned to acist. If the cine-angiograms are received, a clinical assessment by an acist medical advisory board member will be performed, and a follow-up report will be submitted to the FDA.